Event description:
New information received on 1/17/2018 notes that the lead capture thresholds were increased over the past several months. The lead was capped and replaced on (B)(6) 2018. There were no adverse consequences to the patient.

Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance. Impedance increased gradually. Lead had good threshold and sensing. The patient presented in clinic and testing was done. No noise could be reproduced; sensing and capture thresholds were within normal range. The patient was asymptomatic. Autocapture was turned on for the lead in order to catch any elevated thresholds. The physician decided to monitor the lead for now through merlin.net and routine follow-up in clinic.